Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: patient presented with following pre-op diagnosis: severe low back pain resulting from disc degeneration, l4-5 and l5-s1. Procedure: anterior lumbar discectomy, l4-5, l5-s1. Anterior lumbar interbody fusion l4-5, l5-s1. Anterior lumbar insertion of in tervertebral by mechanical cage using cage filled with bmp at l4-5 and l5-s1 segmental fixation using screws. Per-op notes: left side of abdomen retroperitoneal space was approached by surgeon and once l4-5 disc space was identified and exposed, complete discectomy was performed. Disc space was distracted and lordotic cage was filled with rhbmp-2 and impacted and placed into distal space. Screws were then fixed at l4-5. Now, l5-s1 disc space was exposed and completed discectomy was performed and cage was inserted with bmp fixed to sacrum with screw. Percutaneous pedicle screws were placed and to the pedicles of l4 followed by pedicles of s1 bilaterally. Emg testing of the l4 and s1 screw showed acceptable numbers and then once the tap was withdrawn 6.5 screws were then placed into the pedicles of l4 and s1. Appropriate size encountered rods were then inserted in between the pedicle screws of l4 and s1 and secured with set screws and c-arm fluoroscopic x-ray showed excellent placement of the screws. No patient complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.